Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sigma ps/rp revision synovectomy insert exchange was done secondary to rheumatoid arthritis. Insert explant shows significant oxidation and wear. Explant to be returned. Post was cut by surgeon during removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the reported device confirmed the reported wear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.